Event description:
Additional information provided indicated that there was no patient involvement.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave error 46. No adverse effects reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. During testing, the device powered on but immediately gave the message "service due 0". This message indicates the real time clock battery had been running for 5 years. The device rtc battery requires replacement every 5 years. The rtc battery was replaced to address the issue.